Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from the healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving prialt (1.2 mcg/ml, 0.6 mcg/day) via an implantable pump for chronic low back pain and spinal pain. It was reported the patient fell and had loss of pain control. An magnetic resonance imaging (MRI) showed the catheter was out of the intrathecal space and now at l2 level instead of t9 where it was previously placed. The catheter was explanted and replaced in intrathecal space at t9. The issue was resolved at the time of this report.